Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 479mg/dl and a correction bolus was delivered to address the bg level. The customer had changed their infusion set tubing, site and cartridge prior to contacting tandem technical support therefore no troubleshooting was performed.